Event description:
It was reported that during a device replacement, the physician noticed that there was insulation damage on this right atrial (ra) lead. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.